Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device system was explanted due to infection. The patient was given antibiotic medication and the device system was replaced a few days later. No additional adverse patient effects were reported. The lead remains in the hospital's possession.